Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient experienced an ischemic stroke. The CT scan showed an infarct involving the right caudate head and anterior limb of the right internal capsule. No additional information was provided.

Manufacturer narrative:
Approximate age of device ¿ 2 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.